Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after reloading a cartridge with 115 units of insulin. Customer's blood glucose level was 114 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.